Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.